Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine (21 mg/ml at 2.098 mg/day) and morphine (10 mg/ml at .999 mg/day) via an implantable pump for unknown indications for use. It was reported that the tip of the patient's catheter had "clogged up" and "crystalized" so they had to revise the catheter in (B)(6) 2022. The hcp reported that the issue happened sometime between october 2021 to january 2022. The hcp noted that no further actions were needed at this time. No symptoms/patient complications were reported.